Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the instrument jaws became locked and could not be re-opened. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury. The site contact has indicated they have no add'l info regarding the incident.